Manufacturer narrative:
A specific root cause could not be identified. Based on a review of the data provided, no issues were identified. Calibration and quality control (qc) data were acceptable. According to the field service engineer (fse) the customer did not wait 30 minutes prior to spinning the sample as recommended by the tube manufacturer. The fse confirmed that this occurred for the hiv samples the customer questioned, but this was not confirmed for the troponin t hs sample involved in this report. The investigation stated that the photomultiplier tube voltage issue identified by the fse did not affect qc or calibration data. It is unlikely that this caused the discrepant result. No instrument hardware or software problem was identified. The customer is aware of the pre-analytic recommendation of waiting 30 minutes prior to spinning samples. The instrument is operating within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 4 patient samples tested for (B)(6) and 1 patient sample tested for troponin t hs (high sensitive) troponin t hs. Neither the (B)(6) test or a like or similar test is sold in the united states. Based on the information provided, the troponin t hs results were erroneous and reported outside of the laboratory. The initial troponin t hs result was 23.56 pg/ml with a data flag. This result was reported outside of the laboratory and the patient was admitted. No other patient details were provided. The sample was repeated twice with results of 3.18 pg/ml and 4.23 pg/ml. No adverse event occurred. The troponin t hs reagent lot number was 00138684. The expiration date was requested but was not provided. The sample was allowed to clot for 15 minutes; the manufacturer recommends a clotting time of 30 minutes. The last preventive maintenance visit was on (B)(6) 2016. The measuring cell was replaced at that time. The field service engineer (fse) visited the customer site and checked and adjusted multiple parts of the instrument. Pinch tubings were replaced. During the analyzer performance check, the fse found that the photomultiplier tube voltage was low and this was adjusted. Afterwards, calibration and quality controls (qc) were acceptable.